Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: treatment of umbilical eventration under laparoscopy event description: at the introduction of the first kii advanced fixation, the surgeon crossing the wall caused a large retroperitoneal hematoma and a 800 ml hemoperitone. Apparently he used the technique first entry insufflation because he had not yet done pneumoperiton they have not kept the trocar and they have not been able to tell me the batch number [translation] during a laparoscopy, a complication arises when placing the first trocar. This is a kii fios trocar (ref = cff33). During the introduction of the trocar (before the creation of the pneumoperitoneum with this type of trocar), it crossed the wall and caused a significant retroperitoneal hematoma and a hemoperitoneum of 800 ml. Current state of the patient: significant retroperitoneal hematoma and a hemoperitoneum of 800 ml. Actions taken in the care establishment for the care of the patient: transfer of the patient to the resuscitation and cancellation of the planned intervention (treatment of umbilical eventration under laparoscopy in a patient previously operated with a gastroplasty by ring under coelio). In terms of post-incident surveillance: there was no active bleeding on the scanner. There is no recovery surgery and the patient is hemodynamically stable. The trocar concerned by materiovigilance was not kept by the operating room team and it threw away, which is why the number lot is unknown. Additional information received by phone from applied medical representative on (B)(6) 2021: [translation] there was sufficient force applied on the trocar. Introduction of the trocar in fios technique without visual control and without insufflation. Introduction not perpendicular but tangential. Intervention: transfer of the patient to the resuscitation and cancellation of the planned intervention (treatment of umbilical eventration under laparoscopy in a patient previously operated with a gastroplasty by ring under coelio). Patient status: in terms of post-incident surveillance: there was no active bleeding on the scanner. There is no recovery surgery and the patient is hemodynamically stable.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and engineering was unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the description of the event, there was no indication of a product malfunction. It is likely that the reported event was caused by insertion of the device into the abdominal wall without direct visualization. The instructions for use (IFU) states, "to achieve pneumoperitoneum after initial placement, select the site for primary insufflation. Under direct vision, advance the system through the abdominal wall by applying continuous downward force to the trocar while gently rotating in alternating clockwise and counterclockwise directions until the tip of the obturator enters the peritoneal cavity."

Event description:
Procedure performed: treatment of umbilical eventration under laparoscopy event description: at the introduction of the first kii advanced fixation, the surgeon crossing the wall caused a large retroperitoneal hematoma and a 800 ml hemoperitone. Apparently he used the technique first entry insufflation because he had not yet done pneumoperiton they have not kept the trocar and they have not been able to tell me the batch number [translation] during a laparoscopy, a complication arises when placing the first trocar. This is a kii fios trocar (ref = cff33). During the introduction of the trocar (before the creation of the pneumoperitoneum with this type of trocar), it crossed the wall and caused a significant retroperitoneal hematoma and a hemoperitoneum of 800 ml. Current state of the patient: significant retroperitoneal hematoma and a hemoperitoneum of 800 ml. Actions taken in the care establishment for the care of the patient: transfer of the patient to the resuscitation and cancellation of the planned intervention (treatment of umbilical eventration under laparoscopy in a patient previously operated with a gastroplasty by ring under coelio). In terms of post-incident surveillance: there was no active bleeding on the scanner. There is no recovery surgery and the patient is hemodynamically stable. The trocar concerned by materiovigilance was not kept by the operating room team and it threw away, which is why the number lot is unknown. Additional information received by phone from applied medical representative on 30mar21: [translation] there was sufficient force applied on the trocar. Introduction of the trocar in fios technique without visual control and without insufflation. Introduction not perpendicular but tangential. Intervention: transfer of the patient to the resuscitation and cancellation of the planned intervention (treatment of umbilical eventration under laparoscopy in a patient previously operated with a gastroplasty by ring under coelio). Patient status: in terms of post-incident surveillance: there was no active bleeding on the scanner. There is no recovery surgery and the patient is hemodynamically stable.